Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed normal battery depletion.

Event description:
It was reported that the device header might be a little loose, which is causing atrial chamber high impedance and noise on the electrogram. The device was approaching indicating elective replacement (eri) or may have actually indicated eri. The device was removed and replaced. Follow-up information reported that the noise and high impedance on the atrial lead continued after the generator change. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.